Event description:
It was reported that on (B)(6) 2013, it was difficult to attach the disposable to the device. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.